Manufacturer narrative:
Exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure for unknown reason and was doing well postoperatively. The explanted devices were not returned as they were retained by the medical facility.